Event description:
The customer reported that the red alarm did not sound at the bedside or central station.

Manufacturer narrative:
(B)(4) the customer reported that the red alarm did not sound at the bedside or central station. Based on the available info, emergent care was administered to the pt and the customer alleges that there were no alarms generated by the monitor. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.